Event description:
Baxter affiliate reports that a hole was discovered in the transfer set of a home pt undergoing treatment for peritonitis. The pt presented to the hosp in 2006 due to pain, nausea and cloudy effluent. The pt was treated with claforan (cefotaxim) and flagyl (metronidazol) intravenously (IV). The next day, the pt was transferred to their home hosp where treatment continued with vancocin (vancomycin) and nebecina (tobramycin). The pt was discharged five days later where 1g of vancomycin was prescribed on day 4 and day 8 after discharge. A white blood cell count (wbc) performed on admit date was 3910, and 3 days later was 30. Four days later, a hole was discovered in the transfer set at which time the transfer set was changed. The pt has recovered.

Manufacturer narrative:
Evaluation summary: samples were not available for anaylysis, therefore, the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.